Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. The customer was treated for high blood glucose by injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 401 mg/dl. The customer was advised recurring no delivery alarms due to site, set or reservoir issues. Customer stated they have tried all remedies. The customer was advised that the device would be replaced. The customer was advised to revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.